Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-jun-24 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient said their rep would not be available till nov and they have an appointment w/ the new hcp on (B)(6) 2024. Patient increased stim and the symptoms got worse. Reviewed option to change programs. Patient was in the middle of changing programs when pss started having tech issues and couldn't hear patient. The patient called back after changing programs and reported that the stimulation felt like it was higher on the body than the bike seat area. Patient expressed that they wanted to try a different program. Helped patient change programs and adjust to a comfortable level. The patient noted that the therapy had been previously turned off for pet scan and mris and then they were in rehab and it was not turned back on until recently. The patient noted that when they last increased the stim 2 days ago, that their symptoms got worse. The patient asked if there was another a rep they can contact. Reviewed ps role and rep role. The patient reported that they are seeing a new hcp on the 9th. Reviewed that they can call the office to see if a mdt rep will be at the case if not, they can request one with the hcp. On 2024-oct-21 additional information was received from the patient. They reported that the cause of the stimulation being felt high in the body than the bike seat area after changing programs was determined. The likely cause was due to the unit not being properly reset after CT and MRI. They also stated it was due to the lack of follow up from their healthcare provider (hcp). The steps taken to resolve the issue were that they got a new doctor and manufacturing representative (rep) and that the settings were changed per their doctors directions. The issue was not yet resolved.